Event description:
Performing bilateral uterosacral ligament vaginal vault suspension via capio device, single capio bullet retained within sacral spinous ligament at initial firing secondary to capio device.